Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis infection manifested by cloudy effluent. The specific site was not reported. The cause and treatment were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.